Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose at time of admission was 19 mg/dl. The customer was transported by emergency medical service and was unconscious at the time. The customer is a brittle diabetic. The customer was admitted to the hospital. The customer was advised to speak with health care provider regarding low blood glucose. The customer was advised that we are replacing the pump due to patient concerned about the pump causing low blood glucose. The customer was advised to monitor blood glucose with the new pump.